Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted torque wrench confirmed the reported problem. The instrument is old (mfg jan. 2007) and has been subjected to heavy usage. The root cause is unknown. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The torque measurement dial on the torque handle broke.